Manufacturer narrative:
The lens remains implanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The physician successfully implanted a zxt300 22.0 diopter intraocular lens (iol) with eyefill c. At 75 degrees in a patient's right eye. However, after one day postop the lens moved to 98 degrees. A secondary surgery and medical intervention is required to rotate the lens and will take place in a few weeks. There was no incision enlargement. Patient had no symptoms but may not have had the vision expected. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Visual evaluation could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint history search revealed no similar complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.